Manufacturer narrative:
E1: reporter institution phone number: (B)(6). E1: reporter phone number: (B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported that the device gave inaccurate readings. The device was in use on a patient at the time of the event, there was no adverse event reported.

Manufacturer narrative:
Analysis was performed by onsite service personal which included testing. The results of the analysis determined that the mainboard was faulty. Based on the results of the analysis, it was determined that the product has malfunctioned and the cause of the reported problem was a faulty mainboard. The issue was resolved by replacing the mainboard and the product is back in service.